Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded a code 1007, indicating the shocking capacitors were not charged to the programmed voltage within 45 seconds after the start of charging. It was later reported the patient passed away from lung disease. The patient's family indicated the patient had entered the tomography, but did not specifically say if a magnetic resonance imaging (MRI) scan had been performed. Technical services discussed that if the code occurred due to MRI exposure, the device could be reset with manual capacitor reformations. Up to four could be needed to restore the battery status. If the code was not due to an MRI, or if the capacitor reformation results in another code, the device would need to be replaced. As the patient has passed away, no device data would be submitted and the device was not going to be explanted.